Manufacturer narrative:
The inlet connector was found to be broken off from the reservoir. It is unknown how or when the damage occurred. The leak test was precluded due to the damaged condition of the device. The instructions for use that accompany the device caution that handling or the use of instruments when implanting may result in the cutting, slitting, crushing, or breaking of components. Proteinaceous debris was observed inside and outside of the returned reservoir. A review of the manufacturing records showed no anomalies. All reservoirs are 100% leak tested at the time of manufacture.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All reservoirs are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during surgery, a reservoir was placed in the patient. According to the report, when the physician attempted to connect the peritoneal catheter, the outlet connector of the reservoir was found to be broken. It was reported the doctor used a new device to complete the surgery. Reportedly, there was no injury to the patient and the patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.